Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Per bas clinical specialist, the team was placing a PICC on a difficult patient and got the PICC to drop. It was stated during removal of the introducer, it broke off. The team did an exchange of another PICC. There was no harm to the patient reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fractured tab was confirmed, and the damage appeared to be manufacturing related. One 5fr d/l powerpicc solo was returned for investigation. The 5fr microintroducer was received over the d/l tubing. One of the red tabs on the introducer was fractured. The fracture surface was jagged and uneven. The base of the tab remained attached to the sheath. The proximal end of the sheath was exposed and the tack hole in the sheath was torn. The complaint ¿the introducer broke¿ is confirmed. On one of the parts of the sheath was present part of the molding. This part was an excess of resin produced during the molding process. The cause of this is manufacturing related. An internal CAPA was opened for the tracking of this issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per bas clinical specialist, the team was placing a PICC on a difficult patient and got the PICC to drop. It was stated during removal of the introducer, it broke off. The team did an exchange of another PICC. There was no harm to the patient reported.